Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small clear plastic particle inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 26, 2021 - august 27, 2021. The device was received for evaluation drained of solution. A photograph of the sample when the bag was filled with solution was provided for evaluation. Visual inspection along with magnification was performed and no particulate matter was observed in the returned sample. The photograph was visually inspected and showed a white particulate matter inside the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.